Manufacturer narrative:
We have received and evaluated the complaint device. We were able to confirm the reported incident. One tail of the centering hoop was protruding out of the sheath preventing closure of the device. Our review of the lot history records for this lot did not find any discrepancies that in either the manufacturing or packaging process that could be related to this incident. However, we did initiate a corrective action on 7/17/2016 to investigate and resolve complaints related to similar issues. We have implemented a design change to our device that includes a heat shrink covering of the blades. We believe this change, along with some other process improvements, will eliminate the issue that our customer experienced. Patient has been discharged from the hospital 8 days after the operation. Bypass is still working well.

Event description:
During procedure, blades did not close properly. As a result, it sliced the vein. Because of the damage to that part of the saphenous vein, another segment of the vein had to be harvested by a second incision. Doctor had planned to do a femero-fibularer bypass, then had to switch to a composite bypass with another part of the vein.